Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken, the fibre bonding in the outer tube area distal end is damaged a root cause could not be identified. Based on the results of the investigation, it was likely that the image was green because the charged coupled device (r-unit) was broken. Additionally, the most probable cause was traced to an electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope video scope had an image that was shaking and alternated between green and pink. There were no reports of patient harm.